Event description:
It was reported that both atrial and left ventricular leads had high thresholds. The atrial lead was capped and replaced, and the left ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was later reported that the atrial lead was explanted.